Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd angiocath plus¿ IV catheter and chamber had been separated after the insertion, causing medication to leak out. The following information was provided by the initial reporter: "after catheter insertion, there was a problem with the leakage of medication in the chamber, so the catheter was removed. The catheter and chamber were separated."

Manufacturer narrative:
Batch number is unavailable and hence unable to perform the DHR review of the affected batch. From the returned photos and actual sample, observed there was no catheter tubing attached to the metal wedge in the catheter adapter. Hence, the whole catheter tubing most likely detached from the flaring site at the metal wedge during the catheter removal per the verbatim ¿after catheter insertion, there was a problem with the leakage of medication in the chamber, so the catheter was removed. The catheter and chamber were separated¿. For a good part, based on the design of the product, the catheter tubing is flared onto the metal wedge in the adapter at a specified flare length (refer to figure 3 in attachment b). After that, the tubing-wedge assembly is swaged into the catheter adapter at a specified swage depth. The flaring and swaging processes secure the catheter tubing in the adapter and prevent detachment of the catheter tubing during product application. Figure 3: good part ¿ with catheter tubing flared onto metal wedge the catheter subassembly process at isam lines was reviewed. The catheter tubing was flared onto the metal wedge and then the tubing-wedge assembly was swaged into the adapter. Then this catheter assembly will be moved to the next station, tipper for tip forming. All the isam lines were reviewed, and no abnormality was observed at the flaring and swaging stations. The whole assembly process was reviewed and there was no station with pulling motion which could possibly pull the tubing out of the adapter. There was no damage observed on the metal wedge and catheter adapter components. The od of the metal wedge and ID of the adapter, which interfere with the catheter tubing after the flaring and swaging processes, were within specifications, hence unlikely to cause this catheter tubing detached from adapter defect. As the detached catheter tubing was not returned for investigation, further evaluation was unable to be performed to check for defects on the catheter tubing. Hence, actual root cause could not be established. As current control, there are two inline vision inspection systems at isam lines to 100% inspect the flare length and swage depth respectively, which are able to reject over or under flare and swage parts. The vision systems are challenged at the start of every shift. Additionally, there is outgoing functional test in place to check for catheter to adapter pull force and in-process visual inspection in place to check for flare damage.

Event description:
No additional information. After catheter insertion, there was a problem with the leakage of medication in the chamber, so the catheter was removed. The catheter and chamber were separated.